Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was unable to be performed because the device would not boot up. Therefore, a data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection observed moisture damage. Due to the condition of the device, the reported event of an intermittent audio output was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed hardware error. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.